Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector cracked while in use. The following was translated from japanese to english: this report is about a crack on the product. The crack occurred on august 8 while using methotrexate.

Manufacturer narrative:
H6: investigation summary : one mz1000 sample was received without the original packaging for investigation; the lot number of the complaint sample was reported unknown. Residual fluid was detected in the device. The feedback provided by the customer suggests the maxzero device cracked during use with methotrexate; furthermore the customer confirmed that the product had been in use for almost one month prior to the crack occurring. A visual inspection of the returned sample confirmed the customer's experience as the female luer adaptor (fla) of the maxzero was cracked. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance the customer confirmed that the mz1000 component had been in use for almost one month; please note the directions for use state 'change according to facility protocol or in accordance with currently recognized guidelines for IV therapy, such as every 7 days or 200 activations.' H3 other text : see h10.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector cracked while in use. The following was translated from japanese to english: this report is about a crack on the product. The crack occurred on august 8 while using methotrexate.